Event description:
It was reported that the patient complained that the device had to be replaced too soon. Follow-up attempts to the clinic did not return any additional information. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.